Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Additional information was received at a follow-up six months later. Multiple atrial tachycardia response events were declared due to noise and oversensing. Inconsistent capture and increased pacing threshold was also observed. The lead had again switched to unipolar configuration. Previously in april impedance measured 180 ohms in unipolar. Currently, impedance measures 530 ohms in unipolar. Currently, this lead remains implanted and in service. No adverse patient effects reported.

Event description:
Boston scientific crm received information that this right atrial lead tripped the lead safety switch due to unknown impedance measurements. While investigating, it was noted that there were multiple inappropriate mode switches due to noise.